Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6. The following sections were corrected: d9. - visual examination of the returned product identified a piece of hair-like debris within the inner cavity. As the packaging was previously opened, the source of the debris cannot be determined. - review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. - medical records were not provided for review. - a definitive root cause cannot be determined with the information provided. - complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the liner was opened, a hair was noticed in the package. The liner was removed from the field and a new one opened. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.